Event description:
It was reported that, during a cori assisted tka revision surgery, while setting up for the case, a message popped up saying ¿communication error, contact robotics support¿ in one (1) real intelligence cori. Exited the case and resumed operation. Point probe and drill calibrated well. The case was going smoothly until they noticed the data on the tibia cut was not aligned with reality. All femur cuts were great. It seems the tibia implant was placed oddly after good free collection data was taken. They recollected the tibia to see if it would help and it didn¿t. The plan did not match the cuts made and said they needed to move tibia cuts more distal to bur on bone but bone had already been burred. They verified checkpoints pins multiple times to verify nothing had moved. They visualized tibia cuts with the magnetic visualizer and the resections, varus/valgus, and posterior slope were quite different from what they were looking at. That is when the surgeon decided to switch to manual revision. The procedure was resumed, after a non-significant delay, with a change in surgical technique (manual procedure). No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew. Device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.